Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, once the valve was released it mig rated up towards the aorta. The valve was then snared to a higher position, and another valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.